Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, who assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code reappeared.